Manufacturer narrative:
Continuation of medical devices: 694765 lead (B)(6) 2008..

Event description:
It was reported that during a device replacement procedure, an insulation breach was noted on the left ventricular (lv) lead. The breach was repaired and the lv lead remains in use. No patient complications have been reported as a result of this event.